Event description:
Medtronic received information that the patient with this bioprosthetic valve, implanted 3 months, developed fungal endocarditis and expired.

Manufacturer narrative:
Evaluation: other, device history reviewed. Results: other, device history review found the product met specifications when released for distribution. Conclusion: other, cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record for this valve was reviewed and no issues were shown that would have impacted this event. Without the return of the valve for evaluation, no definitive conclusions can be drawn regarding the performance of the valve. Further, the report of fungal endocarditis as a cause of death coupled with no allegations of product deficiencies from the health care professional suggests that the death was not valve related.